Event description:
Boston scientific received information that this programmer (prm) exhibited black screen. The field representative attempted to reboot this prm multiple times but the problem still persisted. The field representative then wanted to wait a couple of days to see if the prm improved. Boston scientific technical services (ts) suggested the field representative to return the prm after providing the return address. This programmer will be returned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the programmer underwent visual and functional testing. The programmer liquid crystal display (lcd) was functional, but remained dark as the backlight failed to analysis found that there was an issue with a portion of the circuitry related to the programmer screen and there was evidence of overheating of the inverter and this component was then replaced. Additional analysis indicated this programmer did not pass the burn-in test and independent photo imager (ipi) for black screen with two light emitting diode's (led's) on. Both the power supply and small outline dual in-line memory module (sodimm) on single board computer (sbc) printed circuit board (pcb) were replaced. The programmer then passed throughout all tests. Laboratory analysis confirmed the reported clinical observations.